Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and a shock. Technical services recommended programming changes. This ICD remains in service. No additional adverse patient effects were reported.